Manufacturer narrative:
This supplemental report is being submitted to additional information. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following; - [inspection]high-frequency output. - [inspection]appearance. The investigation result and confirmation of DHR alone could not identify the cause exactly. Based on the result of analysis and previous cases, a likely mechanism causing the tissue pad peeling might be the following: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the tissue pad was worn and partly peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the tissue pad of the subject device appeared to be severely worn and peeled 1-2 hours after the start of the laparoscopic colectomy procedure. The intended procedure was completed with another device. There was no patient injury reported.